Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23155. It was reported the pt has stimulation coverage in his right leg; however, he does not have stimulation coverage in his right lateral thigh, which is in his pain pattern. X-rays were taken. The pt will meet with the sjm rep as the next course of action.